Manufacturer narrative:
Other number: the provided number is the part number of the charger.

Event description:
It was reported that a renasys charger failed to work when plugged in; several sockets & devices were plugged in but no power was received.